Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent measurements were within normal limits in the 470-520 ohms range. Additionally, no noise was produced with patient isometrics and pocket manipulations. Monitoring will be continued. No adverse patient effects were reported. This lead remains in service.